Manufacturer narrative:
The investigation for the reported vasovagal has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vasovagal could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 80-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp support and after the explant, the patient had a small access site bleed. The staff applied pressure and a femostop and the bleeding subsided. Additionally, when the femostop was placed, the patient had a vasovagal reaction. Staff gave volume and shock storage. The patient was stable after.